Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka surgery, a drill could not drilled through a jrny ii uni resect finish trl lm/rl sz 8 and a large amount of metal lint was generated. The drilling was conducted by freehand. It is unknown if any potential metal debris entered the surgical site and if an additional intervention was necessary to retrieve the metal lint. Surgery was finished, after a non-significant delay. No harm to the patient or further complications reported.

Manufacturer narrative:
H6: health effect - clinical code b5: describe event or problem.

Event description:
It was reported that, during a tka surgery, a femoral peg drill could not drilled through a jrny ii uni resect ap block lm/rl sz 8 and a large amount of metal lint was generated. The drilling was then conducted by freehand. The thread-like metal piece was removed as much as possible by the surgeon, and the surgical area was washed with saline solution. Surgery was finished, after a non-significant delay. No harm to the patient or further complications reported.

Event description:
It was reported that, during a tka surgery, a femoral peg drill could not drilled through a jrny ii uni resect finish trl lm/rl sz 8 and a large amount of metal lint was generated. The drilling was then conducted by freehand. The thread-like metal piece was removed as much as possible by the surgeon, and the surgical area was washed with saline solution. Surgery was finished, after a non-significant delay. No harm to the patient or further complications reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device has scratches and missing material around the shaft, rendering the device inoperative. The device shows signs of extensive use. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the devices to the reported event could be corroborated as the devices show signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.